Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they kept having air bubbles in the reservoir. The customer's blood glucose was unknown at the time of incident. The customer stated that they did rewind the insulin pump when a reservoir was in place. The customer stated that they were unable to push insulin out during plunger push. The customer stated that the insulin was stored in room temperature. The customer declined further troubleshooting. The reservoir will be returned for analysis.